Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The auxiliary common gas outlet (acgo), valve flow control, valve check disk, and oring were replaced to resolve the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient involvement.